Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®).(B)(4)

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic torn, with a piece torn off and missing. There was evidence of clear surgical residue. (B)(4).

Event description:
The reporter indicated the surgeon inserted an aq2015a silicone aspheric three piece lens and there was a crack in the center of the lens optic. The lens was cut to remove from the eye with no complications. The reporter indicated the event was due to error in folding lens.